Manufacturer narrative:
Product event summary: the patient file was returned and analyzed. The patient file showed eight applications were performed using an afapro28 balloon catheter with lot number 11829. The patient file did not show any system notices on the reported date of the event. The received failure file did not contain any failure records for the date of the event. In conclusion, the clinical issue of phrenic nerve palsy (pnp) occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the cryotherapy system, the patient experienced phrenic nerve palsy. The palpitation of the diaphragm ceased during the ablation at the right superior pulmonary vein after ninety-eight seconds, prompting the immediate cessation of the ablation. However, the phrenic nerve did not recover by the end of the procedure and remained paralyzed the following day. An x-ray chest scan was conducted to assess the condition. The case was completed with cryo. No further patient complications have been reported as a result of this event.